Event description:
The surgeon reported the system to be inaccurate by 4mm in the patient anatomy. As a result, the patient experienced a cerebrospinal fluid leak behind the frontal recess. The leak was identified and repaired during the surgery. The patient status is reported as fine.